Event description:
Boston scientific received info that this right ventricular (rv) lead had dislodged a couple days post implant. Threshold measurements were greater than 2.6 volts at .5 milliseconds. Additionally, undersensing was noted. It was suspected there may be tissue within the helix mechanism. The lead was explanted and successfully replaced. No adverse pt effects were reported.